Manufacturer narrative:
Super poligrip is manufactured in (B)(4), and neither the product nor lot number for this product is available. (B)(4).

Event description:
This case was reported by a lawyer via a tolling agreement, and described the occurrence of unspecified injury in a female patient who used poligrip denture adhesive cream (formulation unknown) as a denture adhesive. A physician or other healthcare professional has not verified this report. On an unknown date, the patient began using poligrip. At an unknown time after starting poligrip, the patient experienced unspecified injury. At the time of reporting, the outcome of the event was unknown. Follow up information was received on 10 february 2010 via medical records. On (B)(6) 2003, the patient was evaluated by a hematologist for further workup of her anemia. In (B)(6) 2003, she had symptoms of increasing shortness of breath and persistent fatigue. Her hemoglobin was 6.1 and hematocrit was 19.5, and she was given two units of blood in the emergency room. She was diagnosed with anemia and leukopenia. Bone marrow biopsy on (B)(6) 2003 "revealed normocellular bone marrow with dyserythropoiesis and dysmyelopoiesis." No other abnormalities were noted upon further cellular analysis. Leukemia, myeloma and lymphoma were ruled out. She was diagnosed with megaloblastic anemia and leukopenia with b12 deficiency. Treatment included b12 injections and folic acid. Hematologist noted this condition could be secondary to her gastric bypass surgery eight years ago. The patient also experienced paresthesias of her feet and hands. On (B)(6) 2004, the patient's hemoglobin, hematocrit and white blood cell count continued to improve. Her paresthesias were worse. Impression was neuropathy and b12 deficiency. The patient was seen on (B)(6) 2008 for follow-up. Her blood counts had normalized after treatment with b12 and folic acid, but she was now ambulating with a walker secondary to her severe neuropathy. The patient began physical therapy in (B)(6) 2007 secondary to her unsteady gait and balance deficits. The patient reported she became weak and unsteady in 2004 after her neuropathy in her feet started. This worsened to the point that it was difficult to ambulate without assistance, and she had fallen twice. She was given walker for ambulation assistance.